Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving morphine via an implanted pump. Indication for use was noted as failed back surgery syndrome and spinal pain. It was reported that the patient felt like they did prior to having the pump. The patient felt like nothing was managing their pain. The patient tried lifting a box of water bottles but had to leave it in the car because it caused pain. The patient asked if that could have done something to their catheter. The pain started on (B)(6) 2016. Non-reservoir drug mentioned in the call was oxycodone. On 2016-05-25 additional information was received from a company representative that reported the patient states they haven¿t been getting as much relief as they did when the pump was first implanted. A dye study was performed. The catheter aspirated easily, dye injected and catheter was intrathecal. No leaks or breaks noted along the catheter. The catheter tip was noted to be at t11 and it was t7 at implant in (B)(6) 2016. There were no environmental, external or patient factors that led to the event. The patient denied any falls. The physician increased the daily dose of morphine from 1.10 mg/day to 1.21 mg /day. The pa was left the same at 0.110 mg q 4 max 4 /day. The pump was also used to deliver clonidine 300mcg/ml at 33 mcg/day. The issue was not resolved at the time of the report. The patient status at the time of the report was alive, no injury. The physician planned to see how the patient did with the dose increase.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.